Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. The surgeon used a third device to perform the procedure, which ended without any problem. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with the shaft of the device slightly bend. In an attempt to replicate the reported incident, the device was tested for functionality. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found to be out of its intended position, jamming the firing mechanism. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. No conclusion could be reached as to what may have caused the found condition of the hoop spring. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j91x6n, expiration date: 07/2017, manufacturing date: 08/2012.